Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During a urethral dilation procedure on the male patient, the junior registrar placed the guide wire and confirmed placement via "ii". He then placed the 12fr and the 14fr over the wire sequentially. The 16fr dilator was then used and it perforated the urethra, causing the scrotum to take on fluid and become enlarged. The consultant then took over, catheterized the patient for the swelling and treated the patient for the injuries caused. No adverse effect to the patient reported. Information was provided that this event is not 100% due to a faulty product as the doctor is very junior and user error could have come into play.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, specifications, trends and visual inspection of the device was conducted during the investigation. Photos: a review of the customer supplied photo(s) reveals the dilator has a jagged tear at the distal end. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have bee notified. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During a urethral dilation procedure on the male patient, the junior registrar placed the guide wire and confirmed placement via "ii". He then placed the 12fr and the 14fr over the wire sequentially. The 16fr dilator was then used and it perforated the urethra, causing the scrotum to take on fluid and become enlarged. The consultant then took over, catheterized the patient for the swelling and treated the patient for the injuries caused. No adverse effect to the patient reported. Information was provided that this event is not 100% due to a faulty product as the doctor is very junior and user error could have come into play. No part of the device remained inside the patient . The patient's urethra was perforated and fluid entered the scrotum inflating it to about the size of an orange. The patient has since recovered from this. The patient was catheterized and the swelling went down and is now doing well. No adverse effect to the patient reported.